Manufacturer narrative:
Based on the results of the investigation, a definitive root cause could not be established and the foreign material could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection that the colonovideoscope exhibited foreign material on the camera cover. There were no reports of patient involvement.